Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - 3003442380-2026-04079 - device 5 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refence number (B)(4). Event occured in united states. It was reported that patient faced infusion set cannula kinked event on 22-feb-2026. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections). The patient replaced infusion sets and resumed insulin successfully. No further information is available.